Manufacturer narrative:
The referenced previous fistula tract is captured for this lead in regulatory report #2649622-2022-01182. Section c: number 1, c1:drug name: dexamethasone sodium phosphate c1: approval number: unk c1: drug lot number: e1871335 ,c3: route: intracardiac, c4: treatment/therapy from date: 2012-09-07, c4: treatment/therapy to date: 2021-08-20, c5: diagnosis use for: suppression of inflammatory response number 2, c1:drug name: dexamethasone acetate, c1: approval number: unk, c1: drug lot number: e1871084, c3: route: intracardiac, c4: treatment/therapy from date: 2012-09-07, c4: treatment/therapy to date: 2021-08-20, c5: diagnosis use for: suppression of inflammatory response. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that approximately six weeks prior to the infection and subsequent explant of the crt-d system, the patient experienced reddened/elevated bump over superior aspect of device site and pocket with thinning skin noted over area. Diagnostic examination revealed that pocket dehiscence was noted. It was also noted that when the device was in a previous location a fistula tract had developed and it appeared to be occurring again in the new location. The pocket was irrigated, the device was moved laterally, a new antibacterial envelope was implanted and the patient was treated with antibiotics. The patient is a participant in a clinical study.

Manufacturer narrative:
Concomitant medical products: 419588, lead, implanted: (B)(6) 2010; dtma1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection of unknown etiology. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that when the patient presented with the infection drainage was noted from the device site and the pocket was not healing and the patient was treated with antibiotics again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.